Event description:
It was reported that the patient presented in clinic for a follow up. Upon review of the electrogram (egm), it was found that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate episodes of automatic mode switch (ams). Programming changes were recommended and is anticipated to be performed at the patient¿s next in-clinic visit.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).